Event description:
Procedure: low anterior resection. According to the rptr: during cleaning, the tip part come off of the device. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).